Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following section has been updated : d4, e1, g1-2, g4, h2, h3, h4, h6, h7, h10. H7 - corrective action has been initiated for the reported issue. The device was not returned to the manufacturer. Therefore it could not be analyzed. The picture received analysis confirmed the reported event. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile sachet containing powder was damaged. The surgery did not extend and was completed with another cement. There was no harm or injury to the patient or the operator.

Manufacturer narrative:
(B)(4). Foreign source: event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner sterile sachet containing powder was damaged. The surgery did not extend and was completed with another cement. There was no harm or injury to the patient or the operator.